Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error codes were found in the ventilator's downloaded error log. The device's obm needs to be replaced to address the issue. In addition, based on errors 267 and 270, the system pca has to be replaced. Tubing, blower chassis, blower assembly, blower bellow, tow in line filter prox., blower mount 10k, in line filter, muffler assembly, proportional valve aecm, 3 way solenoid valve, tubing fio2, tubing system pca and tubing low flow fio2 are contaminated. The air foam inlet filter will be replaced due to preventive maintenance.